Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. A serial number search in the ptc complaint system found no complaint issues with the same symptom code within 90 days of the notified date. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician (biomed tech) at the user facility reported ultrafiltration (uf) issues with a 2008k hemodialysis (hd) machine. The patient information was unknown. The biomed tech stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The biomed tech stated the patient was moved onto another machine and was able to complete treatment with new supplies on another machine. The biomedical technician stated the machine was flagged as having insufficient fluid removal that occurred while a patient underwent hd treatment. The exact time into treatment that the uf issue was observed was not known. The biomed tech stated the machine was removed from service for repair, and indicated the ultrafiltration pump, memory chip and flow indicator components were replaced on the machine. The biomed tech biomed tech the machine was pending qc testing and was to be placed back in service once completed. No parts were made available to the manufacturer for evaluation.

Manufacturer narrative:
Statement removed: "a supplemental medwatch report will be submitted upon completion of the investigation."

Event description:
A biomedical technician (biomed tech) at the user facility reported ultrafiltration (uf) issues with a 2008k hemodialysis (hd) machine. The patient information was unknown. The biomed tech stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The biomed tech stated the patient was moved onto another machine and was able to complete treatment with new supplies on another machine. The biomedical technician stated the machine was flagged as having insufficient fluid removal that occurred while a patient underwent hd treatment. The exact time into treatment that the uf issue was observed was not known. The biomed tech stated the machine was removed from service for repair, and indicated the ultrafiltration pump, memory chip and flow indicator components were replaced on the machine. The biomed tech biomed tech the machine was pending qc testing and was to be placed back in service once completed. No parts were made available to the manufacturer for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician (biomed tech) at the user facility reported ultrafiltration (uf) issues with a 2008k hemodialysis (hd) machine. The patient information was unknown. The biomed tech stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The biomed tech stated the patient was moved onto another machine and was able to complete treatment with new supplies on another machine. The biomedical technician stated the machine was flagged as having insufficient fluid removal that occurred while a patient underwent hd treatment. The exact time into treatment that the uf issue was observed was not known. The biomed tech stated the machine was removed from service for repair, and indicated the ultrafiltration pump, memory chip and flow indicator components were replaced on the machine. The biomed tech biomed tech the machine was pending qc testing and was to be placed back in service once completed. No parts were made available to the manufacturer for evaluation.